Event description:
Nurse noticed bed was saturated with tpn liquid. PICC dressing completely soiled, tpn dripping from under window portion of the dressing. Dressing removed and extension changed. When PICC flushed, nurse noticed ns spraying out of cracked hub of PICC. PICC removed and piv inserted. Capillary glucose checked. (Insertion date: (B)(6), 2022)

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection of the sample confirmed a crack in the luer (hub) that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA (B)(4) was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Nurse noticed bed was saturated with tpn liquid. PICC dressing completely soiled, tpn dripping from under window portion of the dressing. Dressing removed and extension changed. When PICC flushed, nurse noticed ns spraying out of cracked hub of PICC. PICC removed and piv inserted. Capillary glucose checked. (Insertion date: (B)(6) 2022).

Manufacturer narrative:
Sample return date corrected.

Event description:
Nurse noticed bed was saturated with tpn liquid. PICC dressing completely soiled, tpn dripping from under window portion of the dressing. Dressing removed and extension changed. When PICC flushed, nurse noticed ns spraying out of cracked hub of PICC. PICC removed and piv inserted. Capillary glucose checked. (Insertion date: (B)(6) 2022).

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.